Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19240. It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the right ventricular - rv, high voltage -hv lead exhibited high defibrillation impedance and the rv, low voltage lead exhibited episodes of noise. The hv lead was reprogrammed (B)(6) 2021. The patient experienced no consequences and will continue to be monitored.